Event description:
Original surgery date in 2005. Allegedly stem revised due to blow out fracture of femur.

Manufacturer narrative:
This is a duplicate of another complaint; therefore, the MDR is not required. The previous event was evaluated by tga in australia and ruled as not reportable.